Event description:
A report was received from japan indicating the following: during phacoemulsification phase with 2-phenylethyl acrylate (pea) the anterior chamber deflated suddenly. The user facility indicated it may be due to "weak irrigation". It was reported that "the chamber became empty during surgery and then the balanced salt solution (bss) did not flow". The doctor replaced the pack with another one and completed the procedure. "No further patient injury reported. The patient recovered, no injury remains".

Manufacturer narrative:
The irrigation tubing was receiving from the user facility in a condition that precluded testing of the device.